Event description:
It was reported that the programmer stylus was not working. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.